Manufacturer narrative:
The insulin pump passed functional tests including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Unable to down load the insulin pump properly and confirm unexpected boluses due to alarms in alarm history. Alarms due to corrupted history files. The insulin pump was monitored for several days. No unexpected boluses noted. The insulin pump passed delivery accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer heard the insulin pump delivering a bolus that was not programmed. It was stated that the customer was able to disconnect from the insulin pump, but did receive 10 units out of the 24.6 that were programmed. Nothing further was reported.